Manufacturer narrative:
The user facility's biomedical engineer (biomed) repaired the unit and the unit functioned properly. The biomed had to resolder a wire from the pc assembly on the front panel assembly. No additional action will be taken at this time.

Event description:
It was reported that during the use of the device for a non-clinical activity, the unit would not heat to 20 degrees celsius. There was no pt involvement. Investigation in process, but not yet completed.